Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined a review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported to the aci sales professional that a "large" (B)(6) female patient underwent an diagnostic coronary catheterization procedure on an unknown date. Access was obtained at the common femoral artery via a 6f procedural sheath. The patient was anticoagulated with angiomax peri-procedure. A pre-procedural femoral angiogram revealed a large tissue track with little or no scar tissue. Following the procedure, the physician who is in training with the mynx trainer present, used the mynx device for femoral arterial closure. It was reported that the physician inserted the device and inflated the balloon and pulled to abut against the arteriotomy. The physician shuttled down and when he tried to retract the sheath, it would not retract even after several attempts. The balloon was deflated and the device was pulled out of the tissue tract intact but with the sealant exposed. The patient was converted to 35 minutes of manual compression. Hemostasis was successfully achieved. The patient was ambulated and discharged with no reported clinical sequela. No further information was provided.